Event description:
Customer called to report high bgs. Customer stated in 2008 at 4:50 pm. Same day at 4:40 pm. Bg high carbs: 0. Manual injection: 5:30 pm 376 carbs:0, 6:20 pm 410: carbs:0, corr bolus: 7.15 u, 7:35 pm, bg: 349 carbs: 0. Correction: 4.40u and 4.00 u manual injection. 8:35 pm 258 carbs: 150g. Correction: 15.0 u. We discussed to assure that the pod was delivering insulin before he deactivates the pod to bolus and examine the cannula to see if insulin is coming from the cannula. Customer did and stated that the insulin was very slow. Also advised the customer to try pods from another box. Customer was able to activate a new pod.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.